Manufacturer narrative:
Concomitant medical products: cook fusion quattro extraction balloon (fs-qeb-a), cook glo-tip ii double lumen ercp catheter (gt-2-t), cook geenen pancreatic stent (gpso-7-4). Investigation evaluation: our evaluation of the product said to be involved determined wire guide coating damage near the distal end. Our evaluation could not confirm difficulty using the wire guide with compatible devices. The coil spring is still attached to the distal end of the wire guide. Approximately 6.0 cm to 8.8 cm from the distal end, the wire guide covering has folded over itself at least once. This folded over portion of wire guide covering is split in multiple places. Approximately 8.8 cm to 11.6 cm from the distal end is a section of bare core wire. No additional rough surfaces or kinks are found along the wire guide. A functional test was conducted with the returned wire guide and ercp catheter. There was some slight resistance, but we were able to backload the wire guide through the catheter. Flushing the catheter a couple times with water decreased the resistance experienced with backloading. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use for this product line instruct the user to flush the wire guide prior to removal from the wire guide holder. This activity will aid in optimal performance of the wire guide. Failure to flush the wire guide can result in damage to the wire guide. The instructions for use for this product line instruct the user to flush endoscope accessory channel and/or lumen of device with sterile water and for best results, wire guide should be kept wet. This activity will aid in optimal performance of the wire guide. Failure to flush the endoscope channel can result in damage to the wire guide. Prior to distribution, all cook acrobat calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
On november 30, 2015, the following information was received: during an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook acrobat calibrated tip wire guide. The procedure was started with cook glo-tip ii double lumen ercp catheter. It was preloaded without difficulty the acrobat calibrated tip wire guide [wire guide was loaded prior to procedure]. Access of pancreatic duct was completed. The catheter was removed leaving the wire guide left in pancreatic duct. A geenen pancreatic stent was loaded onto the wire guide without any problem. Then [they] started to back load the catheter onto the wire guide and advance the stent over the wire into the duct. While back loading the catheter on the wire guide there was a lot of resistance making it almost impossible to advance it [the catheter] so it was flushed with sterile water again. [The user then] again tried to advance the catheter over the wire guide. It continued to be impossible to advance. The catheter was removed off the wire guide and replaced on the wire guide to be sure that the wire guide was inserted into the correct lumen. It still was impossible to advance the catheter over the wire guide. The catheter was removed and a cook fusion quattro extraction balloon was used to advance the pancreatic stent over the wire guide to place the stent. When the procedure was completed [the nurse] tried to back load the catheter over the wire guide and was unable to do so. It was very difficult to advance the catheter over the wire guide. On december 14, 2015, the device was received for evaluation. The coating of the wire guide was damaged exposing the core wire from approximately 8.8 cm to 11.6 cm.